Event description:
It was reported that the quick bolus feature was not working as intended. Reportedly, the customer did a pump reset to resolve the issue. There was no adverse impact to the customer's blood glucose level.